Event description:
Contact reports the customer had difficulty with set screw tightening during a three level tlif procedure. When the set screw was removed from the assembly, the mating polyaxial screw's threads were found to have sheared and its inner saddle was compromised. The difficulty resulted in a delay of more than 30 minutes to the surgical procedure. Due to the resulting significant delay to the procedure, a medwatch report is being submitted to document this event.

Manufacturer narrative:
Depuy spine has requested return of the polyaxial screw for evaluation. A follow up medwatch report will be submitted upon receipt of the device and completion of the evaluation.